Event description:
Pump declared alarm 20 during operation. Report indicated no adverse impact to customer's blood glucose level. Customer support assisted with loading a new cartridge, but the alarm recurred, preventing successful resumption of insulin therapy. It was decided to replace the pump.